Manufacturer narrative:
Pump received with multiple cracks and detached end cap, cracked case at the display window corners, cracked lcd window, broken belt clip slot, broken battery tube threads, missing end cap sticker, stained address/serial number label and cracked reservoir tube lip. Unable to perform any testing including the displacement test due to detached end cap and p-cap locks properly into the reservoir compartment. Cosmetic damage was confirmed cracked/detached end cap. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced crack on the pump. The customer reported no adverse event. The event involved product mmt-723lnal. Troubleshooting was not performed and issue still occurs. No harm requiring medical intervention was reported. The product mmt-723lnal will be returned for analysis.